Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported laser only ablated for a split second and stopped, then resumed and shot continuously during lasik surgery. Surgeon continued and completed the surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped the gas change and the scanner test, performed the necessary energy check, eye tracker without any issue. The fluence test was performed with a measured depth one hundred and four point six microns. According to user manual the acceptable range for the measured ablation depth is sixty-three point five microns to sixty-six point five microns. If the depth is not correct the ¿energy check¿ and the ¿fluence test¿ must be repeated. However, the user still confirmed the fluence test and performed ten treatments during the whole day. The reported treatment could be identified in the logfile. Logfile shows the following message several times during treatment of patients right eye, information displayed as internal energy too high (twenty percent range)! Continue with laser pedal". The treatment of the right eye could be successfully finished with forty-eight interruptions. The user has not performed an energy check before this patient. Logfile shows that the energy check before this patient was performed during startup (calibration check) and the treatment for the right eye was started, energy check was not performed as recommended in the user manual between patients within thirty minutes before treatment. It is also recommended in the user manual to perform the calibration checks within a time frame of thirty minutes before operation. Afterwards, customer repeated energy check and fluence test, no further message appeared, and the treatments could be performed without any issue on the treatment day. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).